Manufacturer narrative:
(B)(4).

Event description:
It was reported during a system extraction for a separate complaint, the inferior vena cava was discovered to be torn. The torn cava required attention by opening the chest. The system was extracted as planned. The patient condition is stable. The patient was released from the hospital.